Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were not forming properly around the vessels. Several clips were used to seal the vessels. During a final inspection of the vessels before closing the pt, it was noticed that a vessel was leaking at a rapid rate. To control the leakage, the surgery was converted to an open procedure to complete the case. There was no further consequence to the pt.